Event description:
Caller states the pt tested 6.6 inr on the coaguchek test system and 2.72 inr of a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed in a medical facility.coaguchek test system: meter test strip lot 360a-b12, exp 1/31/08, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.